Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the unit and reported that unit. It goes into system failure alarm upon power up and there was no display. The stm found defective coiled cable and replaced it. Upon powering up, the unit displayed message "safety disk due for replacement". The stm checked pim (pneumatic interface module) and executive processor and both were good. The logs indicated several issues with power management board and it was replaced, which resolved the issue. The stm then, performed iabp diagnostics and it passes all functional and safety tests and was returned to sales for clinical use.

Event description:
The getinge sales manager discovered that the cardiosave intra-aortic balloon pump (iabp) demo unit displayed a "system failure" alarm upon power up and there was no display. It is unknown under which circumstances this event occurred. There was no patient involvement and no adverse event was reported.